Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up monitor) has been confirmed. As received, the battery would not charge in a charger and would not power up a monitor. Upon service investigation, the battery cells had a low output voltage of 1.84v and could not be charged. The charger that was returned with the batteries was fully functional but was returned without the power unit. The cause of the low output voltage cannot be positively determined but may be due to a defective charger power unit. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery would power up a monitor but would not charge on the charger. Upon service investigation, the battery cells had low output voltage of 1.88 volts and could not be charged. The charger that was returned with the batteries was fully functional but was returned without the power unit. The cause of the low output voltage cannot be positively determined but may be due to a defective charger power unit. No adverse event resulted from the defective batteries. The patient received replacement battery packs, as well as a replacement charger. Device manufacture date: sn (B)(4): 12/2008, sn (B)(4): 02/2008.

Event description:
A (B)(6) male patient contacted zoll customer support to report that neither battery will power up the monitor. The patient was issued replacement battery packs and replacement charger.